Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6) was returned for evaluation following the reported event of no flow through the pump following the pump implant and initial pump preparation. The log file downloaded from the returned controller contained data from (B)(6) 2020, the date of the pump implant. The initial events were consistent with the controller first being powered on in preparation for the reported pump implant. The pump was first started on (B)(6) 2020 at approximately 8:00:25. The controller operated the pump at the set speed; however, the calculated flow was observed to drop from 1.3 lpm at 8:01:43 down to 0.0 lpm at 8:03:28. The log file captured the pump being intentionally stopped (by disconnecting the driveline and/or pressing the pump stop command button on the system monitor) and restarted several times for the remainder of the log file. The controller operated the pump at the set speed without issue each time the pump was started; however, the calculated flow remained at 0.0 lpm. The low flow issue is addressed via the pump investigation (reference MFR # 2916596-2020-04808). No other notable alarms were active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event could not be correlated to an issue with the system controller. Heartmate iii patient handbook, under section 5, ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7, ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Hsc-087577 was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Associated manufacturer's report numbers: 2916596-2020-04808, 2916596-2020-04820. It was reported that during the initial pump prep, the perfusionist noted that the flow through the pump did not appear to be normal. The repetitions per minute (rpm) increased and it appeared to have a vortex of sterile ns going through the pump. The flow remained to read at 0.0 liters per minute (lpm). The pump was implanted via a normal, uneventful surgery. The pump was started and rpm was increased to 5400. The green light was illuminated on the controller, but the surgeon could not feel that the pump was actually on. No flow was noted on the system monitor and echo. The pump was stopped, disconnected, and reconnected and there was still no flow. The controller ((B)(4)) was exchanged for a new controller ((B)(4)), but still no flow was noted through the pump. The pump ((B)(4)) and the modular cable (7521218) were then exchanged. The new pump started and was working with flows reading 4-5 lpm at 5600rpm. The pump that was giving issues ((B)(4)) was tested with modular cable 7521218 and (B)(4) in a bucket of saline post-exchange and it was noted that the pump was electronically on and pulsing, but there was very minimal vortex of flow. This is an out of box failure of (B)(4). The center will be sending back the pump, controller, and modular cable for expedited analysis. Additional information received on (B)(6) 2020 reported that the patient was doing great. No adverse events were reported and the patient was being prepared for discharge.